Event description:
It was reported that there was going to be an implantable neurostimulator (ins) replacement. The patient was scheduled for a replacement but it was then decided to do a full revision. On (B)(6) 2015 additional information was received indicating that the possible replacement had turned into a single lead replacement. The lead had migrated. The patient had good therapy after surgery with all the components of the system working properly after surgery.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).